Manufacturer narrative:
Concomitant medical products: unknown lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was reportedly repositioned but was ultimately replaced. The physician was unable to secure the new lv lead in the cardiac resynchronization therapy pacemaker's (crt-p) lv port and it was loose. The lead pin was fully inserted but there was a problem with the lv port setscrew. The crt-p was replaced and there were no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.